Manufacturer narrative:
A ge rep did not evaluate the system. Customer cancelled service call. Customer clinical engineer could not duplicate problem.

Event description:
It was reported that the system was having vertical lift column issues. No patient injury was reported.